Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection around the pump. The physician determined that the patient had not emptied the drain and fluid had backed up. The ipp pump was explanted and the reservoir and cylinders were plugged. The site was irrigated and the physician intends to implant a new pump at a later date. There were no additional patient complications reported.